Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the upstream occlusion alarm. The device was operating out of specification but no failure could be identified. The upstream sensor was calibrated to ensure accurate detection.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.